Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) system was found to have eroded through the skin entirely. A revision procedure was performed where the physician explanted the crt-d and right ventricular (rv) lead. A new replacement device and lead were implanted successfully. No additional adverse patient effects were reported. The explanted products were retained by the hospital.